Event description:
The customer reported that the device freezes at the charge button step during operational check.

Manufacturer narrative:
(B)(4). The customer reported that the device freezes at the charge button step during operational check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.